Event description:
It was reported that on the report date, the health care provider (hcp) had ¿issues¿ with advancing the catheter to the level he wanted it at. It was noted the hcp had also done other ascenda implants without issues. It ¿looked like¿ the hcp was at the correct angle with the paramedian oblique approach to insert the needle in the intrathecal space. The device system was used to deliver infumorph. It was later reported that the patient was doing fine. It was later reported that patient had experienced no symptoms. The surgeon ¿thinks¿ the needle for the catheter needs more of a bent tip. Nothing was explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).